Event description:
It was further reported that that a temporary pacing wire was placed for the complete heart block. The patient experienced intraoperative hypovolemic shock due to hypotension during the procedure and was weaned from pressors by the next day. Post implant, the patient had worsening heart failure and diuretics were held due to the acute kidney injury. The heart failure was likely due to the patient¿s preexisting ischemic cardiomyopathy and a difficult/prolonged procedure. An x-ray showed pulmonary edema. It was noted that the patient had hypercapnic respiratory failure post procedure requiring bilevel positive airway pressure (bi-pap) overnight. The patient had mild acute kidney injury due to hypovolemia and was given intravenous (IV) bolus. The next day, a transesophageal echocardiogram (tee) showed improvement of left ventricular ejection fraction (lvef).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure with a catheter, a complete heart block which was noted to be expected was observed, in addition to hypoxia, frequent runs of atrial tachycardia, and hypotension. It was noted that due to the hypotension, the patient was admitted for further management of congestive heart failure with shock requiring vasopressor support. The day following the implant, an acute kidney injury was noted. The patient was treated with medication and required a prolonged hospitalization. The cardiac resynchronization therapy defibrillator (crt-d), right atrial (ra) lead, and left ventricular (lv) lead remain in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.